Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Three samples of 1ml luer-lok syringes from batch 4122412 were provided to our quality team for investigation. Through visual inspection, it was observed that brownish embedded discoloration present on the barrels. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4122412. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628. Batch#: 4122412. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: appears to be a substance in the 1ml syringe.